Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged burning of his nose. There was no report of serious or permanent patient harm or injury. The device was returned but the manufacturer have not evaluated the device.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external investigation was completed by the manufacturer and showed no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer. The manufacturer found contamination in the blower box as well as signs of water ingress on the blower motor. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-130, e-53. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms presence of contamination in the blower box as well as signs of water ingress on the blower motor. In the initial report clinical symptoms for burning nose was not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.